Event description:
It was reported that (4) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instruments clips spitted (ejected). The clips did not fall into the pt. Another instrument was used to complete the case. There was no consequence to the pt. Only (2) of (4) devices are being returned for analysis.